Event description:
It was reported that the customer went to the emergency room and hospitalized in the intensive care unit (ICU) with a low blood glucose level of 12 mg/dl, cause was unknown. Reportedly, the customer lost consciousness. The customer received intravenous fluids of saline and potassium, which resolved the issue, and they were discharged from the hospital the next day. There was no permanent damage and no injury reported as a result of the incident. System check with tandem technical support confirmed the pump was functioning as intended.